Manufacturer narrative:
The pump passed the functional testing, including the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No excessive no delivery alarms were noted. All operating currents were within specification. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received excessive no delivery alarms. The customer's blood glucose level at the time of incident was 148mg/dl. The customer states they had changed the infusion set system and site location 3 times, but continues to receive the alarm. The customer was advised the pump would be replaced and returned for analysis.